Event description:
It was reported that the user began eating without entering a meal announcement and contacted support more than thirty minutes after starting the meal; the user was advised not to announce the missed meal and to allow the system¿s correction algorithm to manage blood glucose. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on activities of daily living and no medical intervention. Investigation included customer education and troubleshooting regarding appropriate use of meal announcements and reliance on the correction algorithm after a missed entry. Investigation of this case revealed no device malfunction and indicated user technique error related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user error.